Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely extrusion of the implant. A review of the device's sterilization records confirms that proper sterilization was applied at the time of manufacturing. This is a final report.

Event description:
Additional information: the electrode array was left in the cochlea for future implantation. Additional information received on 07/28/2015 stated that the patient hasn't been re-implanted yet.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely extrusion of the implant. A review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. Additionally, the active electrode, which was left in the cochlea for later re-implantation was removed on (B)(6) 2015. The damages found to the active electrode are contributable to explantation surgery. This is a final report.

Event description:
It was reported that the device was explanted due to extrusion of the implant housing. The electrode array was left in the cochlea for future re-implantation. The electrode array was removed and the patient was reimplanted on (B)(6) 2015.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the device was explanted due to extrusion of the implant housing.